Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was returned for evaluation. The coil was noted to have overlapping throught the length, and the shape was deformed and stretched. A swelling of the gel was also noted throught the coil. Based on the available information and evaluation of the returned device, the complaint can be confirmed, the root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of an embolization coil in the proximal portion of the left varicocele vessel, the physician attempted to advance the coil. The coil was half way out of the catheter, and the physician pulled back on the coil, and the coil detached in the catheter. An attempt was made to push the coil into the intended area; however, the coil hung down into the renal vein. The coil was successfully retrieved with a snare device. There was no reported patient injury. The patient is reported to be stable.